Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). The monitoring printed circuit board (pcb) was found to be faulty with the o2 cable and internal fan. The power pcb was causing the batteries to overheat. Both pcb's were replaced by the fse and resolved the reported issues. The reported problem could not be confirmed because logs were deleted due to software installation. Then the power pcb was sent to to further investigation. A 72 hour long term test was performed on the pcb in our ventilation laboratory. The reported battery overheating or the fan issue couldn't be reproduced. The main block monitoring comprises microprocessor (¿p) calculation of parameters and monitoring of alarm limits with control of alarms (as well as back-up alarm). The main block monitoring co-operates with the loudspeaker in the user interface. And the main block power supply comprises conversion of mains power to internal power supply as well as the module unit-connections for optional battery modules and/or other optional modules. The root cause for the reported issue could not be determined.

Event description:
Manufacturer ref ID: (B)(4).